Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump had no button error alarm. The pump was received with a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that she woke up and the pump said button error. Customer stated that he tried to take the battery out a couple of times. Customer was able to press the esc button but the act button does not clear it. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer stated that he might have been lying on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.